Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented for a follow up. A CT revealed that the anuerx bifurcated stent graft has a proximal type I endoleak present. Four days later the physician elected to implant an endurant aui and iliac limb. The proximal type I endoleak was resolved. Per the physician, the cause of the event was related to the patient¿s anatomy; disease progression with aortic neck dilatation. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.